Event description:
It was reported that a 6f angio-seal vip was selected for use. The physician reported that everything went well while deploying the angio-seal. An hour later, the pt complained of pain in the right leg. A purplish color was noted. An ultrasound was performed and it revealed a completely occluded right common femoral artery due to collagen exposure in the lumen of the artery. The pt was sent to a specialist where a right common femoral artery percutaneous transluminal angioplasty was performed to reestablish the flow back to normal. The angioplasty was performed on the right common femoral artery but was accessed through the left groin. The pt has reportedly been fine since the intervention. No add'l pt info has been provided.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude med, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa).